Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor distorted and the outer insulation was breached/cut.

Event description:
It was reported that during implant attempt, a crimp was noticed in the the lead after attempt to peel away the introducer. The lead was not implanted. No patient complications have been reported as a result of this event.